Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal end tip of the subject device was missing about 1.1mm from the distal end. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the evaluation and similar cases in the past, omsc presumes the following mechanism. Since the cutting knife and the tissue contacted at points during cutting the tissue, electric discharge was generated. The strength of the cutting knife was deteriorated due to local increase of the heat given to the cutting knife. Then the cutting knife broke off. The cutting knife was drawn into the insertion portion because the tip of the cutting knife was broken, and eventually, the cutting knife could not be extended from distal end cover when pushing the slider. The instruction manual of the subject device warns; do not set the output value of the electrosurgical unit too high or too low. Also, do not allow the activation time to be too long or too short. Set the high frequency output mode of the electrosurgical unit optimally according to the conditions of the tissue to be cut. An excessive or insufficient output value may result in perforation, bleeding, mucous membrane damage or thermal injuries to the non-target tissue. Cross reference MFR. Report number: 8010047-2016-01385.

Event description:
During an endoscopic submucosal dissection, two subject devices were used. After one hour from beginning of use, the distal end tip of the first subject device could not be extended from distal end cover. Therefore, the doctor exchanged for the second subject device. But the similar phenomenon occurred on the second subject device. The intended procedure was completed with another device. No patient injury was reported. On october 18, 2016, olympus medical systems corp. (Omsc) confirmed that the distal end tips of two subject devices were missing. This is the second of two reports.